Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20dec2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 from rehabilitation status post fall and drop in hemoglobin/hematocrit the day prior. The fall was reportedly not device related. Computed tomography (CT) scan showed frontal lobe intraparietal hemorrhage with no surgical indications. International normalized ration (inr) goal was 1.5-2.0 and the patient was off plavix due to a stent placed prior to left ventricular assist device (lvad) implant. On (B)(6) 2022 the patient became more confused. A repeat head CT on (B)(6) 2022 showed a resolving hematoma and the patient was deemed stable for discharge (B)(6) 2022.